Manufacturer narrative:
Ps306386 method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the complaint mr290 chamber revealed multiple vertical crack lines on the chamber dome. Conclusion: we were unable to determine what had caused the damage to the chamber dome; however, our previous investigations on similar complaints show that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in japan reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chamber had cracked on the chamber dome after two days of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chamber had cracked on the chamber dome after two days of use. There was no patient consequence.